Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl741su - caiman disp.instr.articulat.d5/360mm. According to the complaint description, a sealing problem occured during surgery. The device was used on a laparoscopic hysterectomy. It was alarming as "reseal" and was not doing anything. It kept on happening intermittently and I had to change the handpiece in the end. There was no described patient harm. Additional information was not provided nor available the malfunction is filed under aag reference (B)(4).